Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 400 mg/dl and the ketone level was large (5.1) and the cause was not known. Boluses via the pump and insulin injections were administered. The bg did not lower. The customer was hospitalized and was treated with insulin injections. A pump system check was performed and no device issues were identified. The cannula was not inspected at the time of the report. Although requested, the discharge date was not provided.